Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
Customer reported multiple alarms and presence of air in return line. It occurred at 1 hour into a therapeutic plasma exchange procedure. Pt identifier is unavailable at this time. No medical intervention was required and the pt is currently stable.